Event description:
This is a spontaneous social media received from a female consumer of unspecified age in united states on 16-nov-2014 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer stated that she had to have her fallopian tubes removed to remove the device due to an allergy to materials essure was made of. She said that she was also killed by them; she was diagnosed with leukemia 9 months after implantation. She had essure inserted for 6 1/2 years. She felt much better after removal. The outcome of the event allergy to materials essure is made of was recovered / resolved. Result and assessment of the product technical complaint investigation received on (B)(6)-2014: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced allergy to materials essure is made of and was diagnosed with leukemia 9 months after implantation. The events are serious due to medical importance. The first event is listed while the remaining event is unlisted in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, limited information was provided. The consumer had to have her fallopian tubes removed due to an allergy to materials essure was made of and felt much better after removal (positive dechallenge); therefore, a causal relationship with essure cannot be excluded. Leukemia is a heterogenous group of diseases characterized by clonal cells that exhibit maturation defects that correspond to stages in hematopoietic differentiation. In this case, the patient was diagnosed with the event nine months after essure implantation. Considering the pathophysiology of leukaemias and essure's local action at fallopian tubes, the event is assessed as unrelated to essure use. Since an intervention was mentioned, the case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No follow-up information can be obtained since this is a social media case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.